Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that following an inflatable penile prosthesis (ipp) revision surgery, the patient experienced infection with drainage. The patient indicated being on an antibiotic treatment expected to last three weeks. Following its completion, the patient would return to the physician for concerns of the pump being sideways and adhering to the testicle. No additional information was reported.